Event description:
The cage was to be implanted in spine post spinal tumor removal. Two cages broke during implantation. One cage retrieved entirely but in two pieces; the second cage retrieved in multiple pieces with one piece irretrievable and remaining in patient. Third cage (from different vendor) implanted.